Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the likely causes of the reported event include: hitting or dropping the video connector. Reprocessing and storing the device with sharp instruments such leading to a cut on the cable. The instructions for use warn: "never clean, disinfect, sterilize or store this instrument together with sharp-tipped instruments (tweezers,forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the instrument".

Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The evaluation could not confirmed the reported no image malfunction , however, the device failed the leak test due to a crack on the video connector and holes/cuts on the cable. The device is pending repair. A review of the device's repair history indicated the device was last serviced on november 1 2019 due to no image/shortage in the cable. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use, the camera head had a no image malfunction. No patient injury or harm was reported.